Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Event description:
The customer's father reported via phone call that his daughter's insulin pump was damaged. The customer's blood glucose level was 114 mg/dl. The customer reported that there was a crack on the battery compartment of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.